Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: 9735774, serial/lot #: none. The manufacturer representative went to the site to test the navigation system. The defective parts were replaced and the system checkout was performed. The cable was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The center divider in the dual usb port had been pushed to one side blocking one port. The key tab is missing from the other port and the contacts are bent. The cable is not usable as is. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that one slot of the dual usb connector was broken. No patient was present at the time of the event.